Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this pacemaker experienced a syncopal episode. Pacing inhibition for 11 seconds was noted, and the patient was observed to be pacemaker dependent. The pacemaker was reprogrammed and remains in service. No additional adverse patient effects were reported.